Event description:
It was reported a caller requested a calculation for defibrillator longevity. When the calculation was given, the caller stated this was a short time for this device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri. The weekly battery voltage trend data showed min bat=3.0 to 2.89 volts between (B)(4)-2011, and was before device rrt<= 2.62 volt.